Event description:
Boston scientific received information that one year ago, this device was noted to have a shorter expected longevity due to high programmed outputs, which were due to patient condition. Recently, the device was explanted and replaced due to battery depletion with no further allegations or adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Elective replacement indicator (eri) was tripped due to low battery voltage. Bench test confirmed that all manual lead impedance measurements were within their normal range and device was capable of delivering both brady and tachy therapies as programmed. Detailed analysis could not replicate a high hybrid current or other device issue which could cause premature battery depletion. Therefore, laboratory analysis concluded that the device's battery was prematurely depleted for unknown reason.